Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a pharmacist, reporting on behalf of the customer, reported that the adc freestyle libre sensor never worked or provided any blood glucose reading when applied and had to replace with other sensor. There was no report of any symptoms, self-treatment or third-party medical intervention. There was no report of death or permanent injury associated with this event.